Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on 08/20/2013 alleging the insulin-on-board (iob) feature was not showing any insulin on board two hours after a bolus had been given. During troubleshooting, the bolus history showed a bolus of 4.50 units delivered at 3:30 am. The iob feature was reviewed during troubleshooting and was set for 4-hours duration. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged iob issue remained unresolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed the insulin-on-board (iob) feature was active and was set to 4-hours duration. Black box data revealed a 4.5 unit ez-carb bolus performed on (B)(6) 2013 at 3:30 am. The black box data showed the battery was changed at 04:34 am, one hour after the bolus was delivered, which caused ¿power on reset¿ to clear the ¿replace battery¿ alarm. This power on reset event cleared the iob one hour after the bolus delivery. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was visible moisture corrosion present in the battery compartment. The pump failed a leak test due to a leak in the battery compartment. On testing, the pump powered on to the ¿verify¿ screen. The display screen was noted to be discolored and dim. A test display was attached to the pump and illuminated properly and was clearly legible. A 10 unit normal bolus was performed with the iob set to 1 hour, 30 minutes. After 1 hour, 30 minutes, the iob reading was exactly 0. The iob function was determined to be accurately operational.